Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 42 mg/dl, cause unclear, and treated the event with oral glucose tablets, after which glucose returned to range. Symptoms included sweating, a sensation of heaviness, and difficulty walking consistent with hypoglycemia. Outcomes included temporary symptomatic impairment without hospitalization or long-term sequelae. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction or identifiable user or device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.